Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) defibrillation lead exhibited increasing rv threshold measurements and decreased rv amplitude measurements. Currently lead measurements were 2.3 mv amplitude and 3.1v @ 2ms threshold. Additionally, sam episodes were stored in september containing what appeared to be oversensed electromagnetic interference (emi) noise and high out-of-range pace impedance measurements greater than 3,000 ohms or noise. Further investigation determined that the patient underwent left ventricular assist device (lvad) placement at the time of the stored episodes, and the noise was from electrocautery from the procedure. A ventricular fibrillation (vf) event was stored due to oversensed noise from the procedure resulting in the inappropriate delivery of a single burst of anti-tachycardia pacing (atp). Pacing inhibition less than two seconds was observed on the sam episodes, and greater than two seconds of pacing inhibition was observed on the vf episode, but the patient's intrinsic rhythm was observed throughout. Recent electrograms (egms) showed appropriate sensing. Technical services (ts) also explained that it was not uncommon to see changes in lead measurements after lvad placement. This rv lead remains in service. No adverse patient effects were reported.